Manufacturer narrative:
(B) (4). This device is shipped with an instructions for use (IFU), in which it is stated in the section; precaution, filter placement; once the metal mount point is past the radiopaque marker, the secondary legs of the filter are expanded. The filter may be repositioned only by advancing the filter, as retracting the filter could damage the secondary legs or the caval wall. An examination of the returned device found that the tip of the introducer sheath displayed damage. The secondary legs on the filter has been tangled, which could have been caused by use of excessive force. It was noted that nothing indicates that the device was not manufactured within specifications. It is likely that the difficulty occurred, as described, when the physician tried to resheath the filter after the petals had been uncovered. It is believed that root cause to this event is user technique. The appropriate personnel have been notified of this event and a monitoring of this device will continue.

Event description:
When the user pulled the sheath down after inserting, the filter popped out. The tulip filter petals looked more like a mushroom. The petals were not out of the sheath until it popped out. It appears an attempt was made to resheath the filter after the petals had been uncovered. Additional information received on 12/01/2009: on (B) (6) 2009, the physician attempted to deploy a tulip femoral filter and during deployment attempted to re-sheath the filter. The secondary legs were pushed up and out from the primary legs causing the filter to take on a "mushroom shape." It was suggested the physician try to retrieve the filter using the gtrs. He was able to snare the filter while keeping the primary legs attached to the mounting unit on the femoral device. With repeated attempts the physician was able to get the retrieval sheath over the secondary legs. The primary legs were deployed and the filter was then successfully retrieved through the jugular access site. He then deployed a second tulip femoral filter. The deployment was successful. It was reported that the patient tolerated the procedure well and was not in any danger during or following the procedure.